Event description:
It was reported during remote follow up that the right ventricular lead exhibited noise oversensing. Programming changes were recommended but not yet implemented. No patient consequences were reported or additional information was reported.